Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to rising impedance, loss of capture and high thresholds, which are believed to have contributed to battery depletion. No adverse patient events were reported. Should additional information become available, this file will be updated.